Manufacturer narrative:
Submit date: 02/05/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports a fracture in the dialysis line. Plasma exchange was performed via the dialysis line on (B)(6) 2016 without difficulty. The line was flushed and dressed post procedure. The patients husband contacted apheresis unit 09.00 hours on (B)(6) 2016 reporting blood ooze from one lumen of the line. The crack in the line was in the silicone extension above the clamp it was not noted which lumen. A gauze dressing was applied. The patient not otherwise feeling unwell. Patient advised to attend apheresis unit for assessment. The gauze dressing was removed. The line was cleaned. The patient's consultant was contacted. The line was assessed by the renal consultant. A clamp was applied to the line above the fracture. The patient was admitted overnight for line replacement (B)(6) 2016. No other treatment was required and the patient outcome appears ok.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The device history record (DHR) review indicated that there was no quality issues associated with this failure. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. An evaluation took place to assess this report and a corrective and preventive action (CAPA) was opened to address this failure mode. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.